Manufacturer narrative:
Concomitant medical products: 0185, boston scientific lead, implanted: (B)(6) 2009; 4470, boston scientific lead, implanted: (B)(6) 2002.

Event description:
It was reported that the patient was septic. The lead was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.